Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded low shock impedances of less than 20 ohms exhibited by a non boston scientific defibrillation lead. The field representative was unable to view the values of the measurements. Boston scientific technical services (ts) advised evaluating the system with a synchronized maximum energy shock to look for a possible shorted condition. Ts also reviewed the electrogram (egm) and noted noise on the shock channel. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, boston scientific received a request from the clinic in (B)(4) 2012 that this patient had died in early (B)(6) 2011 and should be deactivated from boston scientific's patient monitoring system. There were no reports that the device may have cause or contributed to the patient's death. According to the local representative, the patient's diagnosis was cardiomyopathy and the cause of death was not known. The device was not interrogated on the date of death and will not be returned to boston scientific for laboratory testing.

Event description:
Additional information was provided that the patient was brought to their clinic for testing of pacing thresholds, shock impedances and for noise on the leads. It was noted that the shock impedances have been within a normal range since the one measurement of less than 20 ohms. There was no noise detected or reproduced. The physician therefore stated he would continue to monitor this patient. It was also noted that a recent chest x-ray was taken, prior to the low shock impedance and was reportedly normal. No adverse patient effects were reported.